Event description:
We received an allegation of questionable results for an unspecified number of patients' samples tested with the hba1c on a cobas c 503 analytical unit. Discrepant results for 2 patients' samples were provided. Sample 1: initial result: 10.1 %. A data flag in the customer's laboratory information system prompted the repeat of the sample. Repeat result: 5.9 %. Sample 2: initial result: "around 8 %". No exact value was provided. Repeat result: 6 %. The samples were repeated on a different cobas c 503 analytical unit. The repeat results were deemed to be correct as they were considered "normal". According to the product labeling, normal results are between 4.8 % and 5.9 %.

Manufacturer narrative:
The hba1c reagent lot number was 87246501 with an expiration date of 31-aug-2026. The qc was within the acceptable limits. The field service engineer found that the vacuum valve was defective. He replaced the vacuum valve. He then performed mechanical checks with successful results. The customer performed qc and precision studies, and they were within specifications. The investigation is ongoing.

Manufacturer narrative:
In the initial medwatch, the statement regarding the qc in h11 additional narrative should have been: "qc was out of range on the date of the event. Instead of: "the qc was within the acceptable limits." The calibration was last performed on 07-jan-2026, and it was acceptable. The alarm trace did not show any abnormality. The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.